Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9050921. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process.

Event description:
It was reported that during insertion the tip of the catheter was discovered to be damaged and not smooth with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: ready to puncture the patient: when the indwelling needle is opened, the tip of the catheter is found to be burr and not smooth. The nurse immediately replaces another indwelling needle.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during insertion the tip of the catheter was discovered to be damaged and not smooth with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: ready to puncture the patient: when the indwelling needle is opened, the tip of the catheter is found to be burr and not smooth. The nurse immediately replaces another indwelling needle.